Manufacturer narrative:
B3: date of event is unknown. No information has been provided to date. E1 phone number: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the high-pressure alarm was triggered when the cmv was activated. The event occurred before patient use at the facility.

Manufacturer narrative:
H3/h6: the device was received for evaluation. Visual inspection and functional testing were performed. The reported issue was not confirmed. It is possible that the problem caused by the o-ring itself, or by the entire intake manifold including the o-ring. The input manifold assy was replaced to correct the issue. The device passed all functional testing after repair.